Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported in a journal article one patient with an intraoperative femoral fracture that was managed with fixation using cerclage wires; the final clinical outcome was not affected. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: egypt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Literature: dual mobility cup in fractures of the femoral neck in neuromuscular disorders and cognitive dysfunction patients above 60 years old. Mohamed ahmed el-deeb, md; mahmoud mabrouk said, md; tharwat mohamed abd el rahman, md; abdel hamid abdel aziz attalah, md; ashraf m. Abdelaziz, md; yaser el-sayed hassan, md. Pages (1-8). 2023. Doi: 10.22038/abjs.2023.65924.3157.